Manufacturer narrative:
This lead was not explanted.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00258. Correction: this lead was not explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00258. It was reported the patient was no longer receiving stimulation. Lead diagnostics revealed multiple high impedances x-ray was taken and showed no anomalies. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00258. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where one lead was removed and replaced. During the procedure the physician noticed a kink at the anchor site which contributed to the broken lead. The patient is receiving effective stimulation postoperatively.